Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during a routine follow-up, noise was observed on the atrial lead. The noise could be reproduce with arm movements. Device sensitivity was reprogrammed and the patient would continue to be monitored.